Event description:
It was reported that on: patient underwent fusion surgery (site- back) using rhbmp-2/acs. Post-operatively, patient sustained unspecified injuries

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.